Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The product fatigued and broke at the posterior femur attachment point.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds additional reports of breakage against the provided product and lot combination. Investigation of previous reported events could not draw any conclusions about the root cause of the breakage. It was unknown if the complainant used the bolt component or may have inappropriately used the bolt component during the procedure. It is stated in the technique to not over-loosen the hex screw when disassembling the femoral trial construct, as the screwdriver does not limit torque in the reverse direction. The investigation could not draw any conclusions about the current reported breakage without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.